Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, orange particles and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified a striated edge opening in the posterior consistent with the use of a surgical tool and non-penetrating nick. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius due to surgical damage and a non-penetrating nick in the posterior side. The reason for reoperation was reported to be due to deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.